Manufacturer narrative:
The field service engineer (fse) found a defective sample nozzle and pinch tubing. The fse replaced the sample nozzle and pinch tubing. The reagent was primed and the sippers were monitored. The customer performed calibration and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys t4 assay results for 1 patient sample on a cobas e 801 analytical unit. The initial t4 result was 24.86 ug/dl. The sample was repeated on another analyzer and the result was 9.52 ug/dl. The initial result was reported outside of the laboratory. The repeat result was deemed correct. The reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The service maintenance actions performed by the field service engineer resolved the issue. No further issues were reported after the service visit.